Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the patient with this right atrial (ra) lead complaint of experiencing pain.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field b5. Describe event or problem.